Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a threshold suspend alarm and differences between sensor glucose and blood glucose readings while sleeping. Customer's blood glucose was 250 mg/dl and his sensor glucose was below 60 mg/dl. Customer also had a lost sensor and threshold suspend alarms on other nights. Customer is using the sensor off-label in the upper-thigh. Customer declined transfer to the helpline and will upload to carelink.